Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had oversensing with sensing integrity counter (sic). Troubleshooting methodologies were employed to see if there were further issues with the lead but no other issues were found. The physician elected to monitor the lead. The lead remains in use. No patient complications have been reported as a result of this event.